Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio test strips had a sticking issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began last (B)(6) at 7am. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "stress and frustration" one hour after the product issue occurred. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the test strips were not sticking due to static and this was not the first time the product was being used. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject test strips caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.